Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. The physician advanced 2.5mm x 20 mm coyote balloon catheter to the lesion. At an unknown inflation, the balloon ruptured at 8atms due to the severely calcified lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).